Event description:
Boston scientific crm received information that this ventricular lead was found to have micro dislodged. The patient's ventricle is quite large, which left very little slack for the lead, which caused it to dislodge slightly. If additional information becomes available this event will be updated as necessary. The type of intervention performed, if any, is unknown.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.